Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the cables revealed that the internal wiring inside the fischer connector was broken causing the device to stop working. The lot number provided with the complaint report could not be verified as it was incorrect. The correct lot number could not be obtained and therefore a lot review was not performed. It cannot be determined how long this cable was in use. The damage on the wiring could have been a result of rough handling. At this point, based on the complaint history, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6).

Event description:
It was reported that during the first 5 minutes of the start of the procedure it was observed that the interface cable used to allow a motor tool burr was only working intermittently. Rep deemed it unsafe for use and changed to a foot pedal belonging to another company which is totally compatible with our machine to ensure smooth and safe running of the case. No reported adverse event to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the cables revealed that the internal wiring inside the fischer connector was broken causing the device to stop working. The lot number provided with the complaint report could not be verified as it was incorrect. The correct lot number could not be obtained and therefore a lot review was not performed. It cannot be determined how long this cable was in use. The damage on the wiring could have been a result of rough handling. At this point, based on the complaint history, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone: (B)(6). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.